Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken blade. The blade broke at roughly 0.416¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument had an error occurred and stopped working. The customer resolved the issue by reseating the instrument. The procedure was completed with no reported injury.